Event description:
I had sientra hsc+ textured implants placed (B)(6) 2015 then diagnosed with bloom-richardson grade 3 of 3, high grade lesions, estrogen receptor - strongly positive, progesterone receptor - strongly positive and her2 positive; ihc score 3+, breast cancer. Had double mastectomy and again, I am faced with two exposures from allergan natrelle inspira silicone textured implants. I have been fighting my cancer and reconstruction battle since 2015. This is very wrong; and I may potentially have to go through another surgery. FDA safety report ID# (B)(4).